Manufacturer narrative:
A power outage caused the reported probem and subsequent connection failure. The host receiver was restarted to resolve the issue. A spacelabs healthcare technical support engineer remotely connected to the customer's telemetry system and found that the offline channels are hosted by the same receiver. The technical support engineer restarted the host receiver to troubleshoot the reported problem. The biomedical engineer confirmed that after the receiver was restarted, all beds were displayed on the xhibit central station as expected. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs was notified that more than 14 telemetry beds connected to the xhibit telemetry receiver (xtr) system are showing offline after a power outage. The customer, a biomedical engineer reported that the clinical staff is unable to discharge the patients or retune the channels. There is no patient harm reported with this event.